Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a patient made a mistake during peritoneal dialysis (pd) therapy, which caused peritonitis. It was an unspecified patient error that led to the reported event. The patient was hospitalized for the reported event. The patient began treatment for the peritonitis with one extra exchange with unspecified antibiotics intraperitoneally (ip) (dose and frequency not reported). The patient was discharged from the hospital a few weeks later and they were recovering from the reported event. Additional information was requested, but is not available at this time.